Event description:
As reported for the event by the customer, the device tested positive in a culture test. There is no reported harm to any patient or persons.

Manufacturer narrative:
The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. This event is under investigation. A supplemental report will be submitted upon completion of the investigation or upon receiving additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The customer decided to not return the device for inspection because after additional testing the device was no longer positive to microbiological contamination. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the relationship between the positive culture and the device cannot be confirmed. Since olympus did not conduct additional microbial testing, the device was not returned, and the customer did not specify their reprocessing steps, the root cause cannot be identified. The following is included in the instructions for use (IFU) which define the appropriate reprocessing steps: chapter 6 compatible reprocessing methods and chemical agents. Chapter 7 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.